Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted successfully. During implantation of second mitraclip, posterior gripper would not lower. Troubleshooting was performed but was unsuccessful. Clip was removed from the patient, and the device was replaced. Procedure was continued and was successful. All steps were performed as per IFU during the preparation and procedure. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that the first clip was completely detached. Mr was grade 3 after complete clip detachment. The clip was removed from the patient abdominal aorta. The clip was completely closed and there were no traces of tissue visible.